Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: collapsed aurum plating section of distal end, and looseness at the distal end of the light guide connector was due to a component failure of the light guide bundle. However, the most probable cause of the dirty top of the rigid tube could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope which is an olympus asset with no reported complaint. During the evaluation of the device, dirty top of the rigid tube, collapsed aurum plating section of distal end, and looseness at the distal end of the light guide connector was observed. The service repair technician indicates that the most likely cause of the collapsed aurum plating section of distal end, and looseness at the distal end of the light guide connector was due to a component failure of the light guide bundle. However, the most probable cause of the dirty top of the rigid tube could not be established. There was no patient involvement.